Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"), pelvic pain ("pelvic pain / I have much more issue with pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain / lower back pain ( near the sides, not on the spine)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / my periods being heavy and lastning for upto 2 weeks with blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs"), psychological trauma ("psych injury"), muscle spasms ("pinching sensation om my legs with spasms"), pain in extremity ("pain in thigh"), insomnia ("severe insomnia"), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue"), rosacea ("rosacea"), dermatitis ("inflammatory skin problems") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, dermatitis allergic, hypersensitivity, fibromyalgia, urinary tract infection, vaginal infection, urinary tract disorder, headache, alopecia, migraine, hormone level abnormal, weight increased, tooth disorder, psychological trauma, muscle spasms, pain in extremity, insomnia, depression, anxiety, fatigue, rosacea, dermatitis and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic pain, psychological trauma, rosacea, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"), pelvic pain ("pelvic pain / I have much more issue with pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain / lower back pain ( near the sides, not on the spine)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / my periods being heavy and lasting for upto 2 weeks with blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs"), psychological trauma ("psych injury"), muscle spasms ("pinching sensation om my legs with spasms"), pain in extremity ("pain in thigh"), insomnia ("severe insomnia"), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue"), rosacea ("rosacea"), dermatitis ("inflammatory skin problems") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, dermatitis allergic, hypersensitivity, fibromyalgia, urinary tract infection, vaginal infection, urinary tract disorder, headache, alopecia, migraine, hormone level abnormal, weight increased, tooth disorder, psychological trauma, muscle spasms, pain in extremity, insomnia, depression, anxiety, fatigue, rosacea, dermatitis and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, hormone level abnormal, hypersensitivity, insomnia, menorrhagia, migraine, muscle spasms, pain in extremity, pelvic pain, psychological trauma, rosacea, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: reporter were added, events- insomnia, depression, anxiety, rosacea, skin inflammation, nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods"), pelvic pain ("pelvic pain / I have much more issue with pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain / lower back pain ( near the sides, not on the spine)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / my periods being heavy and lastning for upto 2 weeks with blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs"), psychological trauma ("psych injury"), muscle spasms ("pinching sensation om my legs with spasms"), pain in extremity ("pain in thigh"), insomnia ("severe insomnia"), depression ("depression"), anxiety ("anxiety"), fatigue ("constant fatigue"), rosacea ("rosacea"), dermatitis ("inflammatory skin problems"), allergy to metals ("nickel allergy"), tinnitus ("hear ringing in my ears") and memory impairment ("memory issues") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, back pain, heavy menstrual bleeding, vaginal haemorrhage, dermatitis allergic, hypersensitivity, fibromyalgia, urinary tract infection, vaginal infection, urinary tract disorder, headache, alopecia, migraine, hormone level abnormal, weight increased, tooth disorder, psychological trauma, muscle spasms, pain in extremity, insomnia, depression, anxiety, fatigue, rosacea, dermatitis, allergy to metals, tinnitus and memory impairment outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, insomnia, memory impairment, migraine, muscle spasms, pain in extremity, pelvic pain, psychological trauma, rosacea, tinnitus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for fibromyalgia. Patient was hospitalized for the event ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received- new events hear ringing in my ears, memory issues were added. New reporter added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, dermatitis allergic, hypersensitivity, fibromyalgia, urinary tract infection, vaginal infection, urinary tract disorder, headache, alopecia, migraine, hormone level abnormal, weight increased, tooth disorder and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. Events: abnormal bleeding (vaginal). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy ectopic') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy rash/skin condition"), hypersensitivity ("hypersensitivity"), fibromyalgia ("fibromyalgia"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), urinary tract disorder ("urinary probs"), headache ("headaches"), alopecia ("hair loss"), migraine ("migraine"), tooth disorder ("dental probs") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, dermatitis allergic, hypersensitivity, fibromyalgia, urinary tract infection, vaginal infection, urinary tract disorder, headache, alopecia, migraine, hormone level abnormal, weight increased, tooth disorder and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fibromyalgia, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: injury event was updated to pelvic pain. New events added - pregnancy: ectopic, device ineffective, dysmenorrhea, abdominal pain, dyspareunia, back pain, menorrhagia, allergy rash/skin condition, hypersensitivity, fibromyalgia psych injury, uti, vag. Infect, urinary probs, hair loss weight gain, migraine, headaches, hormonal changes, dental probs, plaintiff did not undergo essure confirmation test. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.